Manufacturer narrative:
The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between june 14, 2018 and june 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A non-conformance related to a variation on the weld of the spike height was identified; affected material was 100% scrapped. Should additional relevant information become available, a supplemental report will be submitted.